Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   New information added on fields: e2, e3, g2, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the bending section cover torn occurred due to physical stress such as hitting or dropping distal end/ pinching bending section. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and the evaluation found that the bending section cover was non-olympus, and the scope leak check was unable to be performed due to a torn bending section cover. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the colonovideoscope bending sheath was torn, and the bending section and the passive section were separated. The issue occurred during reprocessing. There were no reports of patient harm.